Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14a3005g shows that there is no manufacturing anomaly. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous luer connector were provided. In the pictures, there is a crack at the venous male luer connector. There was no leakage reported during the priming or at the start of the treatment. Gambro does not regard the submittal of this report as an admission of caution or liability.

Event description:
A pt in (B)(6) had a blood loss when the partial content of the extracorporeal circuit was not returned to the pt. The venous male luer lock was found to be broken when infusing the circuit with the pt's blood.